Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: review of data download revealed power on reset events observed in the black box. A battery cap was not returned with the pump; a test cap was used to complete the investigation. On investigation, the pump was able to power on properly. The pump powered on normally with the test battery cap securely in place. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior compartment. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).